Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during catheter disinfection, a tear was observed at the venous end of the chronic catheter used for hemodialysis. The incident was reported to the physician. There was no bleeding, exudate, or air leakage. Hemodialysis treatment was continued. The following day, the physician replaced the venous end connector. There was no leak. Tego was not utilized. There was a crack at the venous end of the catheter. The insertion site was not treated prior to product placement. As a remedial action, the catheter was repaired. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.